Event description:
It was reported that following the implantation of a male sling, the patient experienced worsened level of incontinence. The patient was implanted with another continence device on (B)(6) 2018. No further patient complications were reported in relation with this event.